Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was kinked and twisted. Microscopic inspection revealed the guidewire exit port was deformed but the tip was in good condition. Impedance test was performed and revealed an electrical open at the proximal wave form. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray images, the electrical failure resulted from a broken coax cable at 130cm to 140cm.

Event description:
It was reported that device entanglement occurred. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. When the physician was ready to stop imaging, the image went black and the wire was wrapped around the catheter. The wire was able to be untangled and the catheter removed to complete the procedure with no patient complications.

Event description:
It was reported that device entanglement occurred. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. When the physician was ready to stop imaging, the image went black and the wire was wrapped around the catheter. The wire was able to be untangled and the catheter removed to complete the procedure with no patient complications.